Manufacturer narrative:
(B)(4). The customer reports that he could not duplicate any problems with the compressor.

Event description:
It was reported that while in use on a patient, the ventilator compressor allegedly had a problem. The patient was placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.